Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (foreign matter): to support our investigation, several samples from lot 2501094 were provided for evaluation. These products were thoroughly inspected. No evidence of particles was found inside any syringes; however, seven units contained polypropylene particles within the packaging but outside the syringes. Additionally, some samples exhibited bubbles at the base of the syringe. The bubbles observed are a molding defect which occurs during the molding process. This does not impact the functionality of the device. Six retained samples from each reported lot were also evaluated. Visual inspection revealed no foreign material inside the syringes or packaging, and no bubbles within the barrel wall. A device history review was performed for lot 2501094. No deviations or non-conformances related to any of the reported concerns were identified. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. We perform inspections and clearly defined cleaning procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Based on the evaluation and investigation, the particles found in the packaging are believed to have originated during assembly. Manufacturing personnel have been informed of these findings to reinforce awareness during inspections. Complaints for this device and related conditions will continue to be monitored by our quality team for emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported visible particles inside the syringe, particles between the plunger and barrel space event description: multiple sku w/ visible particles, defective plungers, excessive lubricant when did the incident occur? Before use. Please note that we have identified several quality defects in the syringes received under (B)(4). The issues observed include: visible particles inside the syringe. Particles between the plunger and barrel space. Multiple white particles found inside the packaging. Defective plungers. Excessive lubricant.